Event description:
It was reported that there were telemetry difficulties, high lv (left ventricular) lead impedance readings of greater than 2500 ohms, and no lv capture through the device. When the lv lead was tested through the analyzer, all readings were normal, so a connector block issue was suspected. The lv lead was left in use, and the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; however, visual analysis revealed lv (left ventricular) setscrew damage.